Manufacturer narrative:
(B)(4). Patient retained bone screw. No product information was given, no product returned and no further evaluation of the product can be completed at this time. Review of labeling notes: patient activity at the time or prior to the event is unknown. Patient's bone quality is unknown. The degree of spinal instability is unknown. It is unknown if the patient complied with post-operative care instructions or sustained an impact of some sort. The root cause of the issue remain unknown.

Event description:
In (B)(6) 2015, patient underwent a two level plif surgery and had marked improvement for 3 weeks. About 3 weeks post-operatively, the patient felt and heard a pop. Patient developed pain on his right low back and right leg. Patient was monitored for 2 months and had increased pain and declining functional status. Revision surgery was performed (B)(6) 2015 and it was noted that there was no construct failure on the right side, but the head of the left pedicle bone screw at s1 had separated from the bone screw shank. The left s1 bone screw was replaced and decompression was redone on the right l4-5, l5-s1. Patient is doing well post-revision.